Event description:
A (B)(6) male pt's nurse called in to zoll lifecor customer support to report that he was getting adjust belt messages. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent, causing the belt not to operate properly and the adjust belt messages. The electrode belt connector pins did not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The pt received a replacement belt.